Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, upon attempting to place the lead, it "presented a problem in the handling, implying in the fixation of the electrode, since the screw did not progress to fix it on the muscle." The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.